Event description:
The nurse said the pt felt a burning hot sensation over shoulders followed by dizziness, and then went pale. Symptoms resolved in 20 mins. A couple weeks later, she had another catheter inserted and same symptoms appeared as before, but more severe. The nurse said the pt has had multiple reactions with different catheters, but didn't know any other specifics about those. (B) (4) and (B) (4).

Manufacturer narrative:
The second lot number involved is 7241253, catalog number 381412, exp. Date 09/30/2010, mfg date 08/2007. A prepaid tube and label were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).